Manufacturer narrative:
(B)(4). Conclusion: the device was not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stroke is a known procedural adverse event associated with the enterprise stent and stenting procedures. Based on the information provided, the sah may have been related to the patient¿s pre-procedural condition (presented with a stroke) or procedural factors. The enterprise was used off-label. The instructions for use (IFU) states: ¿the codman enterprise vascular reconstruction device and delivery system is intended for use with embolic coils for the treatment of wide-neck, intracranial, saccular or fusiform aneurysms¿. In addition, the IFU cautions ¿the ability to withstand post-balloon dilatation has not been established¿. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, a patient experienced subarachnoid hemorrhage (sah) and expired 5 days following implantation of an enterprise stent (enf403012/ 10642545) for treatment of an acute stroke. The patient had presented with sudden aphasia and hemiplegia, and a cta revealed a left middle cerebral aneurysm (mca) occlusion. Multiple attempts to open the mca with stent-retrievers and tpa had failed. It was noted however, that while the stent-retriever was in place across the occluded segment, antegrade flow was transiently established, but was not maintained following retrieval. The decision was made to place a permanent stent (off-label use). Following enterprise placement and post-stenting balloon angioplasty, antegrade flow through the mca was successfully re-established. The occluded segment remained open on follow-up imaging. There was evidence of sylvian fissure and convexity subarachnoid blood on post-op imaging. The patient remained aphasic and hemiplegic, likely due to completed infarction prior to revascularization. Care was withdrawn, and the patient expired a few days later, per the patient¿ prior wishes for not wanting to live in a dependent state. The enterprise stent placement was uncomplicated and successful in reopening the occluded segment. The physician did not believe that placement of the device caused the subarachnoid hemorrhage or played a role in the ultimately poor outcome of the patient. There was no evidence of extravasation throughout the procedure. Therefore, the etiology of the post-procedural sah remains unclear, but is a known complication of stroke interventions.